Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely an image was not displayed due to a communication failure occurred because of a faulty cable. It is estimated the device determined that the camera head was not connected, but attempted to display camera head information. The root cause of the failure could not be determined. Additionally, it is likely that the patient was under anesthesia for 15 minutes when the phenomenon occurred because procedure was suspended due to no image. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed; the screen blacked out without an image with an e322 scope communication error. The no image issue was caused by a defective cable unit and improper use and maintenance. The image returned to normal after replacing the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use there was no image after the 4k camera head was connected, and the screen was black. There was still no image after the cross test. The device was inspected before use and was normal. The intended procedure was therapeutic (lobectomy of the lung) and the patient was under anesthesia for fifteen minutes when the issue occurred. The procedure was finished with another device and was not delayed more than fifteen minutes. No patient harm was reported.